Event description:
Caller alleged that the following results were obtained on a patient less than 10 minutes apart: 139 mg/dl (inform meter) and 45 mg/dl (lab). No treatment provided to patient based on the inform result. No adverse event reported. Requested return of suspect device and strips, however, caller states the strips are no longer available. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.